Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Per the provided medical records, the filter was deployed prior to abdominal surgery. Additionally, the deployment procedure was technically difficult due to the patient's large size plus the large abdominal mass, resulting in placement in the suprarenal position. The current IFU (instructions for use) states: "the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." Therefore, patient factors could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: the safety and effectiveness of this device has not been established for pregnancy, nor in the suprarenal placement position. The safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Medical record review: an inferior vena cava filter was deployed via the right internal jugular vein, for protection from deep vein thrombosis or pulmonary embolus prior to abdominal surgery. Initial venogram with the catheter distally in the ivc demonstrated no flow within the ivc with a myriad of collaterals in the retroperitoneal space. Injection more cephalad demonstrated a normal appearance of the ivc at the level of the renal veins and extending toward the right atrium. There was some reflux down the distal ivc and grossly patent. The procedure was technically difficult due to the patient's large size plus the large abdominal mass. Placement was in the suprarenal location due to an abdominal mass. Post deployment venacavogram performed, filter in good position. Medical records noted although the ivc appeared to be functionally occluded, it was probably secondary to compression from the large abdominal mass; however, could be secondary to a clot. The current condition of the filter and that of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and preventive measure for blood clots. At some time post filter deployment, it was alleged that the device unable to be retrieved. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient experienced blood clots post deployment. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, twenty-three days of post deployment, the patient experienced pain in the lower back and abdominal region from the surgery. Around, eight years and eight months later, computed tomography of abdomen without contrast demonstrated that there was an inferior vena cava filter in place. The filter was tilted anterior with the apex abutted the anterior wall of the inferior vena cava. The filter was positioned above the right and left renal veins. The struts of the inferior vena cava filter extended through the wall of the inferior vena cava into the retrocaval retroperitoneum. One of these struts gone into the left renal vein. One strut abutted and might extend into the normal appearing right adrenal gland. The struts extended to the surface of the crura of the diaphragm and might extend into the crura slightly. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and filter tilt. However, the investigation is inconclusive for retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Potential complications : there have been reports of complications, including death, associated with the use of vena cava filters in morbidly obese patients. H10: b6,b7,d10,g3,h6(device, conclusion). H11: g1,h6(method, result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and preventive measure for blood clots. At some time post filter deployment, it was alleged that the device was unable to be retrieved. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient experienced blood clots post deployment. However, the current status of the patient is unknown.